Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure. According to the complainant, the physician injected epinephrine with the injection gold probe to treat a gastric ulcer. However, the injection needle would not retract back into the catheter of the device. The injection gold probe was removed from the scope with the needle extended. The scope used during the procedure was an olympus endoscope. The scope was not in a retroflex position. The account reported no scope damage due to the extended needle. The procedure was completed with this injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.